Event description:
The customer reported a leak from the cap piercer with suppressed results errors (no result value) and obstruction errors on their unicel dxc 600 pro synchron system. The customer stated the leak was contained to the instrument with an approximate volume of < 30ml of fluid. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was not dispatched; the customer referred the issue to their in-house service provider (south bend medical foundation electronics department). The customer's in-house service provider resolved the issues by removing/flushing an obstruction found in the cap piercer drain tube line #118. (B)(4).